Event description:
It was reported that the patient had an episode of syncope. Review of a remote transmission noted two instances of post-ventricular pace t-wave oversensing (twos) on the right ventricular lead resulting in pacing below the lower rate. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2008; 5071 implantable pacing lead, (B)(6) 2008. (B)(4).